Event description:
Customer reported that a pyxis anesthesia 4000 system biometric scanner unexpectedly stopped responding during a procedure, delaying user access to medication. The nature of the procedure and the length of the delay were not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia 4000 system biometric scanner unexpectedly stopped responding during a procedure, delaying user access to medication. The nature of the procedure and the length of the delay were not disclosed. Patient or user harm was not reported. This event is recorded in complaint (B)(4). A field service associate evaluated the device and determined, after testing, that the station's biometric scanner required replacement. The field service associate installed the replacement biometric scanner to resolve. Device confirmed operational by customer.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-aug-2020 to 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the bio ID scanner for the device was not responding during a procedure. A field service engineer found the bio ID scanner to be faulty and successfully repaired it. The system functioned as intended after the field service engineer troubleshot the device. The following fields have been updated with additional information: a1 patient identifier d4 model #, catalog #, and UDI # d5 operator of device e1 initial reporter facility name: el camino hospital - mountain view campus e3 initial reporter occupation h6 - investigation codes.

Event description:
It was reported that a pyxis anesthesia 4000 system biometric scanner unexpectedly stopped responding during a procedure, delaying user access to medication. The nature of the procedure and the length of the delay were not disclosed. There was no report of impact on the patient or user during this event.